Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the provided log file. The log file contained data spanning approximately 4 days ((B)(6) 2021 ¿ (B)(6) 2021 per time stamp). Five no external power alarms were observed throughout the log file, on (B)(6) 2021 at 22:36:15 and 22:36:29 and on (B)(6) 2021 at 00:47, 4:58, and 12:32. Each alarm appeared to have been caused by a disconnection of both power cables, and the alarms resolved when power was restored to the system. The system controller (serial number unknown) was not returned for analysis. The root cause of the observed no external power alarms appeared to have been user error in disconnecting both power cables from power. The heartmate ii patient handbook instructs users that the 11-volt backup battery should only be used as temporary support in a power loss emergency. Inappropriate use of the backup battery may result in diminished runtime during a power loss emergency. The heartmate ii patient handbook describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference numbers: 2916596-2021-01361, 2916596-2021-01433. It was reported that the patient was admitted with lvad alarms and was unresponsive. The patient had tape along his driveline and was cutting the tape when the lvad alarmed. The only symptom the patient later complained of was that they felt something in their chest at the time of the event. Upon interrogation there was a pump off event at 17:10-17:11. The patient was on an ungrounded cable and an x-rays showed some area of concern. Upon review of the log files by technical services, pump stops were confirmed when the patient was attached to the power module. The pump stopped 5 times and a few of the times it remained off and recorded 2 to 3 times each. This may have been due to issues with the percutaneous lead. The lead was being manipulated during at least one of the pump stops. There were also power and flow elevations seen with pulsatility index (pi) events. A pump exchange was planned for (B)(6) 2021. The log files also showed no external power events while connected to the mobile power unit and also on the controller from both power cables being disconnected during power source changes.